Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring and reservoir tube lip o ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error. The customer states that the insulin pump was resetting itself consistently. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to a corroded keypad trace. We were unable to verify the pump error 68, pump error 69 or perform the displacement and self tests due to the unresponsive keypad.